Event description:
On 7/30/94 pt had closed reduction, internal fixation of hip fx. He returned from or confused and restless so was poseyed for safety. Pt was found hanging off bed, head down and feet on the bed in ventricular fibrillation. He was resuscitated and required resuscitation several more times then expired the next morning.